Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ luer slip syringe with needle had foreign matter in it.

Event description:
It was reported that the bd emerald¿ luer slip syringe with needle had foreign matter in it.

Manufacturer narrative:
H.6. Investigation summary: customer returned sample showed the presence of black particle on the needle cannula as foreign matter. The team reviewed the customer return samples and confirmed that foreign matter present on cannula of needle is black color substance. As per lot manufacturing records, no similar defect was reported during inspection incoming quality for 23g needle for all three batch# 8148330 , 8114417 & 7331400 which were used in the manufacturing of affected lot# 18g1071 and assembly operations. Although these black particles could be added during the needle manufacturing process. As the needles are imported from bd tuas, hence need to investigate bd tuas manufacturing process for needle. The exact root cause could not be identified. The customer return sample having the defect is send to tuas plant for further investigation. The defect is confirmed. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time. Bd tuas investigation results: an evaluation was based off photo and customer returned sample for catalog # b00150sgt lot # 814330, 8114417, and 7331400. The returned sample was subjected to visual inspection. It was observed that a black foreign matter was on the cannula. Complaint history was reviewed. No similar complaints on this non-conformance were received for the reported manufacturing lot. DHR review: needle pn batch # 8148330 and batch # 8148329 DHR reviewed no similar non-conformance was detected during in-process and outgoing inspection. No quality notification was raised on past 12 months on similar non-conformance. Needle pn batch # 8114417 and batch # 8114375 DHR reviewed no similar non-conformance was detected during in-process and outgoing inspection. No quality notification was raised on past 12 months on similar non-conformance. Needle pn batch # 7331400 and batch # 7331272 DHR reviewed no similar non-conformance was detected during in-process and outgoing inspection. No quality notification was raised on past 12 months on similar non-conformance. Manufacturing review: needle pn batch # 8148330 and batch # 8148329 the preventive maintenance, calibration and machine history records were reviewed. No abnormality was observed. Needle pn batch # 8114417 and batch # 8114375 the preventive maintenance, calibration and machine history records were reviewed. No abnormality was observed. Needle pn batch # 7331400 and batch # 7331272 the preventive maintenance, calibration and machine history records were reviewed. No abnormality was observed. Foreign matter on the cannula is identified as polypropylene. This may be caused when there is disturbance to the shield press and loading station where both polyethylene and polypropylene dust were found, and it may fly onto the cannula. The manufacturing process was reviewed. There is no process in the manufacturing facilities that could have caused this nonconformance except that the disturbance may be a result from sweeping when the four-hour housekeeping is performed by the production team. It is a communicated practice to ensure that the area does not have any products at the station before housekeeping is performed. However, there may be a possibility that the production team has overlooked the area and failed to remove all parts before sweeping. The production team has been briefed on the non-conformance, and the housekeeping document will be updated to specify the need to ensure that no exposed product will be present before housekeeping. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.